Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
The customer reported that the system screen is not alarming. The device was in use on patient at time of event, there was no adverse event reported.

Manufacturer narrative:
A philips remote service engineer (rse) remotely interviewed the onsite customer. The rse confirmed with the customer that during an evaluation of the system that the system displays a blue inoperability message showing a heart arrhythmia alarm but has no sound. The customer confirmed that the speaker for the picix surveillance was unplugged. The customer informed the philips remote service engineer (rse) that system speaker was plugged back in, and that issue was resolved. The device was operational after system speaker was plugged back in.